Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on (B)(6)2017. The initial reporter was provided, and it was noted that the patient's weight at the time of the event was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on (B)(6) 2017 regarding a patient receiving morphine (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that they were unable to fill the patient's pump at a refill last week, so an x-ray was taken and it was confirmed that the pump was flipped. It was noted that the patient thought it was flipped and had felt it flip. The pump was manually flipped back in order to complete the refill, and a revision was to take place in the morning (relative to (B)(6) 2017). The patient reportedly experienced symptoms of withdrawing and overdose effect intermittently. No further complications were reported or anticipated.